Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report where on (B)(6) 2014, the amo sales representative was told that an intraocular lens (iol) was going to be explanted. On (B)(6) 2014, the surgeon contacted the representative and told him the iol had been removed. The iol was explanted from the patient's right eye due to unexpected post-op refraction.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Loose particles were observed on the lens optic body compatibles with handling the lens out of a controlled particle count environment. Stains of what appeared to be hardened viscoelastic residues were dispersed through the lens optical body and haptic surface. Scratches were also observed. The condition observed in the lens received is consistent with a lens that has been explanted from the patient eye. The optical diopter measurement could not be performed due to the condition of the lens received. However, the lens diopter result obtained from the stored data in miq system performed when this specific lens serial reported was measured for diopter verification, reflects that serial number corresponded to a 18.5 diopter. No deviation was reported. Manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.